Event description:
Device malfunction: cuff miss (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was attempted with the same results. Hemostasis was achieved using an angio-seal. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report. Device #1 - proglide (lot# 63153-6h), is being filed under medwatch report #2953144-2008-00983.